Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated using visual, microscopic and simulated use methods. The customer's indicated failure mode for septum not closing with the incident lot was observed. Additionally, retention samples were selected. The samples were evaluated using visual, microscopic and simulated use methods, and the customer's indicated failure mode for septum not closing was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. There is a possibility that the septum may have aged at a high temperature during air transportation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd intima ii¿ IV catheter the nurse found blood leaked from septum when needle was removed. The blood leakage was from the needle hole of septum during infusion. There was no report of injury or medical intervention.